Event description:
It was reported by service report that the fowler dropped down when it reached 30 degrees (electronically). Both electronically functionality and the manual CPR release were only working intermittently. There was patient involvement reported but no adverse events were reported.

Manufacturer narrative:
Result and conclusion: the hospital indicated that their biomed department had assembled the fowler motor and clutch assembly coupler incorrectly.